Event description:
The account alleged that the head of the bed is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician checked the bed and could not duplicate the issue, bed operated as designed.